Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed using same wired footswitch as the issue was intermittent. A philips remote service engineer (rse) reviewed system logs remotely and found en_x inactive and a hand/footswitch pressed error. The issue was traced to the wired footswitch. The defective wired footswitch was replaced by a field service engineer(fse) and the retuned to philips for further analysis. The analysis indicated that a cable breakage at the inlet was causing intermittent interruptions of the enable-xray signal, an issue replicable by moving the cable. Additionally, the pickup bar was found to be loose, and three anti-slip pads were missing. The failure of the wired footswitch can be attributed to the issues resolved in philips correction 2023-igt-pun-004. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available, allowing the procedure to be completed using the same footswitch is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.